Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device showed an empty battery icon in the readiness display. During device evaluation, physio-control observed that the fuel gage indicator on the battery showed one flashing led. The battery was at very low state of charge which may not be sufficient for patient use. The reported issue is related to a voluntary field corrective action (corrections and removals number 3015876-05/01/2014-001c). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused an excessive off current, which depleted the device's battery. Physio-control then evaluated the digital pcb assembly and determined that the cause of the reported issue was due to a filter, designator fl36 on the digital pcb assembly, having process residue which caused current leakage. This current leakage depleted the device's battery. A replacement device was provided to the customer under warranty.